Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A field service engineer (fse) addressed an issue with half-height cubie drawers 2.1 and 2.2, which had failed and were reporting as not detected on the bus. When users attempted recovery, a call maintenance message appeared, and the drawers could not be recovered. Upon inspection, the light emitting diodes on the module controller were found to be dark. The fse replaced the module controller and verified drawer operation using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, the drawer did not open. The customer stated that this malfunction happens during issuing the medication to patients. There were no delay or adverse events or injuries reported based on this event.